Event description:
The complaint is reported as: the catheter tip was flattened which would not allow the guide wire to advance through the catheter. No patient injury or consequence reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one arterial catheter for analysis. Signs-of-use in the form of biological material were observed inside the catheter extrusion. Visual analysis revealed one major kink on the catheter body directly adjacent to the catheter tip. This damage is consistent with the catheter coming in contact with other components during storage and shipping; however, this cannot be confirmed as signs-of-use were observed. The kink in the catheter measured 12mm from the distal tip. The catheter body length from the hub to the distal tip measured 6", which is within the specification limits of 5 13/16"-6 3/16" per the catheter graphic. The catheter body outer diameter measured 0.0565", which is within the specification limits of .055"-.059" per the catheter extrusion graphic. The catheter body inner diameter measured at the proximal end measured .037", which is within the specification limits of .037"-.039" per the catheter extrusion graphic. The catheter body inner diameter at the distal tip measured .033", which is within the specification limits of .033"-.035" per the catheter graphic. A lab inventory guide wire was inserted through the distal end of the catheter. Minor resistance was observed due to the kinking; however, the guide wire was eventually able to pass completely through the assembly. Functional test performed per IFU statement, "thread tip of indwelling catheter over spring wire guide". The packaging technical manager was contacted to determine if the damage could be related to the packaging design or component placement. It was noted that the current tray design is appropriate for the kit components; however, inherent risk exist that could cause the catheter to become kinked during transit. The catheter could become kinked if the kit was upside down and the catheter came out of the channel and became wedged beneath the small flat tray and the edge of the inner tray. The customer did not provide a lot number, however, a potential lot was determined based on a sales history review for this customer. A device history record review was performed based on the potential lot, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use if package has been previously opened or damaged". The report that the catheter tip was damage was confirmed through complaint investigation. Visual analysis revealed that the catheter body was kinked directly adjacent to the catheter tip. Functional testing confirmed that resistance is encountered when inserted a guide wire through the distal end of the catheter body. Despite the damage, the catheter met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Based on the sample received, the root cause cannot be determined as it is unknown when the damage took place. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: the catheter tip was flattened which would not allow the guide wire to advance through the catheter. No patient injury or consequence reported. The patient's condition is reported as fine.